Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to protruded loose drive support disk. No a33 alarm. Numbers does not ramp up on its own or scroll bar moving with no input. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump will not count up during prime process and alarmed compromised forced sensor system. Customer's blood glucose was 183 mg/dl. Troubleshooting was done. . Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.